Manufacturer narrative:
The technician found the screw; roller guide and bushing were missing. He replaced the three parts to repair the stretcher.

Event description:
Information received indicates the siderail will not stay up.